Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the cheeks (ck1, ck2, ck3). Patient was also injected with teosyal redensity ii in the tear troughs (tt1, tt2, tt3). Patient was prepped with chlorhexidine prior to the injection. Seventeen days later, patient returned to the doctor with a little pain and swelling on the left lid cheek junction. There was no redness. Patient was treated with hyaluronidase and started on cipro. Healthcare professional treated the patient with antibiotics fearing an early infection. A few days later, patient had an increase in swelling and redness on the ck3 with some fluctuance. The patient also developed an abscess of the left cheek despite additional antibiotics. The abscess was successfully drained and patient was treated with clindamycin. Patient was reviewed every 2nd day until the middle of the following month. The abscess was drained a couple more times and patient was changed to another antibiotic. Patient also had a spontaneous draining at home after putting compresses. Patient came back a couple of weeks later due to swelling coming back now below ck3 and more laterally. There was no more drainage and the swelling was in fact more an induration. An attempt was made to drain and no pus came out. Patient was then prescribed with prednisone and doxycycline. The patient was fine except for a big depression of the left cheek on the drainage aperture. Four days later, patient was reviewed again for induration of the left cheek on ck3. There was no pus and patient had an injection of kenalog to the area of induration. Another 4 days later, the patient's induration became worse but there was no redness or fluctuance. Patient was treated with hyaluronidase. Then 2 hours later, the induration went down suddenly to the point that everyone else noticed the patient looked better. Patient was reviewed again the next day and had another injection with hyaluronidase in the remaining induration. Patient came back 5 days later because they had a little bit of pus from the drainage opening. Patient had noted being contacted by another doctor and they had suggested that the symptoms be treated like a granuloma and be "treated more aggressively" was the reason for coming in. The healthcare professional contacted the doctor and learned that the patient had not mentioned having an abscess and the doctor had "readjusted" things out with the patient. Another 4 days later, patient had another injection with hyaluronidase to the little remaining induration still in ck3. On the next day, the patient again had an important induration within a few hours with no signs of injection. Patient was given another injection with kenalog and hyaluronidase. Patient was fine for the next month and options were discussed for how to correct the huge hollow on their left cheek. Patient returned several weeks later with a very noticeable and painful induration all over ck1. There was no pus and patient was treated with hyaluronidase. Patient noted that 1 hour after the injection, the swelling had went down completely. Forty eight hours later, the patient had a spontaneous drainage of a lot of pus. Patient was given another injection with hyaluronidase. The healthcare professional strongly believes the patient had developed a biofilm everywhere they had been injected with juvéderm voluma with lidocaine. The biofilm will existed as long as they continue to have juvéderm voluma particles in their cheek the patient will have recurrence of infection. It was noted that the problem with biofilm is that the patient may be left with deformity even though the product has been dissolved, because the chronic inflammation is affecting the patient's own fat compartment by destroying the fat cells. Patient complications were listed as swelling, nodule, abscess, drainage, infection and inflammation. Patient has never had any infection, illness, dental procedures or complications in the tt1, tt2 and tt3 where teosyal redensity ii was used at the same entry point and same cannula used with the juvéderm voluma injections.

Manufacturer narrative:
Device history record found no significant anomalies. No deviations or non-conformances were found.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, nodule, abscess, drainage, infection, chronic inflammation destroying fat cells, big depression, induration and biofilm are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: precautions for use: as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site. Rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account. A device history record review has been initiated and analysis of the data has not been completed.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the cheeks (ck1, ck2, ck3). Patient was also injected with teosyal redensity ii in the tear troughs (tt1, tt2, tt3). Patient was prepped with chlorhexidine prior to the injection. Seventeen days later, patient returned to the doctor with a little pain and swelling on the left lid cheek junction. There was no redness. Patient was treated with hyaluronidase and started on cipro. Healthcare professional treated the patient with antibiotics fearing an early infection. A few days later, patient had an increase in swelling and redness on the ck3 with some "fluctuence". The patient also developed an abscess of the left cheek despite additional antibiotics. The abscess was successfully drained and patient was treated with "clindamycine". Patient was reviewed every 2nd day until the middle of the following month. The abscess was drained a couple more times and patient was changed to another antibiotic. Patient also had a spontaneous draining at home after putting compresses. Patient came back a couple of weeks later due to swelling coming back now below ck3 and more laterally. There was no more drainage and the swelling was in fact more an induration. An attempt was made to drain and no pus came out. Patient was then prescribed with prednisone and doxycycline. The patient was fine except for a big depression of the left cheek on the drainage aperture. Four days later, patient was reviewed again for induration of the left cheek on ck3. There was no pus and patient had an injection of kenalog to the area of induration. Another 4 days later, the patient's induration became worse but there was no redness or fluctuence. Patient was treated with hyaluronidase. Then 2 hours later, the induration went down suddenly to the point that everyone else noticed the patient looked better. Patient was reviewed again the next day and had another injection with hyaluronidase in the remaining induration. Patient came back 5 days later because they had a little bit of pus from the drainage opening. Patient had noted being contacted by another doctor and they had suggested that the symptoms be treated like a granuloma and be "treated more aggressively" was the reason for coming in. The healthcare professional contacted the doctor and learned that the patient had not mentioned having an abscess and the doctor had "readjusted" things out with the patient. Another 4 days later, patient had another injection with hyaluronidase to the little remaining induration still in ck3. On the next day, the patient again had an important induration within a few hours with no signs of injection. Patient was given another injection with kenalog and hyaluronidase. Patient was fine for the next month and options were discussed for how to correct the huge hollow on their left cheek. Patient returned several weeks later with a very noticeable and painful induration all over ck1. There was no pus and patient was treated with hyaluronidase. Patient noted that 1 hour after the injection, the swelling had went down completely. Forty eight hours later, the patient had a spontaneous drainage of a lot of pus. Patient was given another injection with hyaluronidase. The healthcare professional strongly believes the patient had developed a biofilm everywhere they had been injected with juvéderm voluma with lidocaine. The biofilm will "existed" as long as they continue to have juvéderm voluma particles in their cheek the patient will have recurrence of infection. It was noted that the problem with biofilm is that the patient may be left with deformity even though the product has been dissolved, because the chronic inflammation is affecting the patient's own fat compartment by destroying the fat cells. Patient complications were listed as swelling, nodule, abscess, drainage, infection and inflammation. Patient has never had any infection, illness, dental procedures or complications in the tt1, tt2 and tt3 where teosyal redensity ii was used at the same entry point and same cannula used with the juvéderm voluma injections.